Manufacturer narrative:
Exact date unknown, event occurred few months from the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 17396036/17480072.

Event description:
It was reported that the patient had an infection. The patient said the ipg site got infected. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.